Manufacturer narrative:
(B) (4) report: a ge rep evaluated the system and replaced the filament regulator board and cleaned the camera. System operates as intended. (B) (4).

Event description:
Customer reported, the system is displaying a high ma error and there is an artifact in the image. No pt injury was reported.